Manufacturer narrative:
The intended total laparoscopic vaginal hysterectomy procedure was completed with the same device. The surgeon was working on the vaginal cuff at the time of the reported event. There was no error code or message displayed on the generator. It was unknown where in the patient the device fragment fell. The device fragment was retrieved from the patient by a laparoscopic grasper. The device, the associated equipment (generator, cable) and connections to the generator were inspected before use with no anomalies found. There was no unexpected bleeding to the patient due to the ¿error¿ and no adverse outcome to the patient or procedure. The patient's current condition is fine. The device will not be returned for evaluation as the device was discarded following the procedure.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation as the user facility discarded the device following the procedure. The exact cause of the reported event cannot be conclusively determined. However, based on similar reported events the most probable cause of the reported event can be attributed to (unintended) operational error. To mitigate the risk of device becoming damaged inside the patient, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that at the end of a laparoscopically assisted vaginal hysterectomy, the tip (probe) of the device broke and fell off in a patient. The broken probe was retrieved from the patient and the intended procedure was completed. There was no patient injury reported . The device has been disposed off.